Manufacturer narrative:
Patient information was not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that motor is not functioning. This event was previously not reported due to patient detail is not being available. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore, this event is being upgraded to reportable.